Event description:
It was reported that during tka, the gii tibial base impactor broke while impacting the tibia. A smith and nephew back up device was available. No injury to patient or delay reported.